Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 29 mmol/l at the time of incident. Customer current blood glucose was 18.1 mmol/l. Customer treated high blood glucose with insulin pen. . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the reservoir had air bubbles but they were not able to remove the air bubbles by plunger push. The reservoir will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.